Event description:
The user facility reported that during a case preparation, the automated impella controller, (aic) port was damaged. A replacement loaner was sent to the facility. No patient is involved.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
A.1 revised as none was inadvertently omitted from the initial manufacturer device report number 1220648-2023-04817. A.2 age should have been left blank on the initial manufacturer device report number 1220648-2023-04817 as it is unknown. E.2 revised as it was incorrectly entered on the initial manufacturer device report number 1220648-2023-04817. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2023-04817 and should not have been. G.1 revised reporting contact email in accordance with updated procedures since the initial manufacturer device report 1220648-2024-10844 was submitted. Added reporting contact fax number as it was inadvertently omitted from the initial manufacturer device report 1220648-2024-10844. H.6 code 2199 was entered incorrectly on the initial manufacturer device report 1220648-2024-10844.